Event description:
The patient reported e8 (power interrupt) error was displayed on the infusion device. The patient changed the battery and was unable to resolve the issue. The patient stated the buttons are defective. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The infusion device was evaluated. E8 (power interrupt) was listed in the infusion device alarm history. The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and unclearable e8 error message.